Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented. Please cross-reference the following report: 8010047-2016-00073, 8010047-2016-00075.

Event description:
Four tb-0535fc devices were failed during a laparoscopic organ donation of kidney. About first device, probe damage error occurred. The user withdrew the device and the probe was broken outside the patient. About second device, the ptfe pad was partially separated. About third device, probe damage error occurred but no further malfunction was reported. About fourth device, the ptfe pad was partially separated. The procedure was completed with another thunderbeat device. There was no patient harm reported. This is the report about the second device.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-00074 to provide additional information based on the evaluation of the device. The subject device was returned to olympus medical systems corp (omsc) for evaluation. Device manufacturer date was identified and filled in. The manufacturing record was reviewed with no irregularities. As a result of evaluation of omsc on january 14, 2016, there was no ptfe pad separation which caused or might cause the fragment to fall inside the patient. Therefore, we are retracting MDR.